Event description:
It was reported the patient experienced an infection sometime in 1994 (month and day unknown). It was further reported, ¿they had had to rip it out of me because when they went to update it, they didn't have all the hardware and they left me open too long¿ resulting in an infection. It was noted the patient was on vancomycin for 6 months, twice a day, and the patient had a peripherally inserted central catheter (PICC) line. It was also reported the patient¿s back was allowed to close all by itself and ¿once it healed they went back in and put the pump back in.¿ the pump was being used to deliver baclofen, clonidine, and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).